Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient experienced an ischemic stroke. A computed tomography angiography (cta) showed severe stent compression. The physician elected to remove the stent to resolve the reported issue. The lesion was calcified and no p2y12 inhibitor test was performed on this patient. The patient was neurologically intact after the procedure.